Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 8 months. The replaced portion of the repaired driveline was returned for analysis. Compromise to the driveline was confirmed through evaluation of the returned product. Approximately 20¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the on the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a partially fractured orange wire approximately 2.5" from the metal/controller connector, at the terminus of the distal-end bend relief. The partial fracture of the orange wire appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The compromise of the orange wire and exposure of the underlying conductors would have interrupted pump function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short would have caused the reported low speed and pump stoppage events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a questionable driveline fracture and in review of the patient's history log, a pump stop was noted while the system was connected to the power module. The patient was reported to be sleeping at the time of the event. A log file was provided to the manufacturer's technical services representative for review. Average power values up to 20.6 watts were displayed along with multiple pump stop events. The patient was reportedly asymptomatic. An area of concern was noted upon review of x-rays at the distal end of the driveline toward the system controller. On (B)(6) 2016, a driveline replacement was performed. After connection to a grounded patient cable, no further issues occurred.